Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-06168. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular and right atrial leads were found to have dislodged, and both failed to capture or sense. The ra and rv leads were explanted and replaced. The patient reported some discomfort, but no additional patient consequences were noted and the patient was discharged to home.